Event description:
It was reported this balloon ruptured on the first inflation at 10 atmospheres during dilatation of a stent in a calcified iliac artery. Resistance was encountered removing the balloon catheter from the stent. It could not be determined if the balloon was caught on calcification or a strut of the stent. The balloon catheter was successfully freed from the stent and resistance was then encountered removing the catheter from the guidewire. Manipulation attempts were successful in freeing the balloon from the guideware. The balloon catheter was successfully removed from the pt. Upon removal it was noted a segment of the balloon material had detached and remained in the pt. No retrieval of the balloon material was attempted as a bypass procedure is being scheduled for this pt due to an unrelated heart problem. The pt's condition is good. This device is currently being evaluated by the MFR. Upon completion of the engineering evaluation a supplemental medwatch report will be forwarded under the appropriate sequence number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent may result in contact with a surface that could damage the balloon material. Follow-up indicated resistance was encountered during this procedure and the lesion was calcified. This balloon was also being used to dilate a stent in the vasculature, which is a non-indicated use of this device. Co believes the above factors may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully... If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introudcer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel... Ultra-thin diamond balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, fermoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended... Only 4mm through 8m o.d. And 1.5, 2, 3 and 4cm length balloons on 75cm length shafts are indicated for stent deployment/optimization for the palmaz and palmaz-schatz balloon-expanding stents for the biliary system."